Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a malfunction of a spinal cord stimulator occurred in 2014, leading to it being shut off and not reactivated since. The patient experienced brain damage, encephalitis, and neurological issues attributed to the leads, including involuntary movements and twitching. Symptoms of memory loss similar to dementia or alzheimer's were also noted, and the patient required psychiatric care due to neurological damage. The inability to perform a brain MRI due to the implants was noted, despite multiple computed tomography scans being conducted. Allegations were made that the stimulator was causing harm and was contributing to the patient's deteriorating condition. The patient was redirected to their healthcare provider for further assistance, and an MRI eligibility form was provided. No patient complications have been reported as a result of this event.